Event description:
It was reported that the ilet bionic pancreas issued an infusion set expiration alert after three days of wear while 56 units of insulin remained in the reservoir, and the user chose to continue using the inset 6 mm set to avoid wasting insulin; concurrent glucose readings were elevated to 236 mg/dl and trending upward after an unannounced meal, later decreasing to 185 mg/dl, with the user planning a supply change. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available; medical device problem, device component involvement, and additional findings were not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.